Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the main keypad assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A physio-control service representative was performing routine preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
A physio-control service representative was performing routine preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
A physio-control service representative was performing routine preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Manufacturer narrative:
Physio further evaluated the removed main keypad assembly in a test device and verified the reported issue. It was also observed that the keypad would cause the test device to intermittently fail to deliver defibrillation energy. Physio found that the test device was able to charge for defibrillation, but when the shock button was pressed to deliver the energy, the test device would disarm and dump the energy charge internally. The shock switch measured a high resistance which caused the reported and observed issue.

Event description:
A physio-control service representative was performing routine preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.